Event description:
Resident was in sitting position on ctr of lift with legs dangling to the front (off the lift). The cushion the resident was sitting on (center) slid forward with resident, allowing the resident to fall to the floor.